Event description:
It was reported that the insulin pump alarmed button error during normal device use. The reporter did not know the blood glucose reading. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted. All of the buttons functioned properly. However, the insulin pump had moisture damage on the keypad traces. The insulin pump had a cracked reservoir tube lip, minor scratches on the display window, cracked case at a display window corner and a missing end cap sticker.